Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/15/2020. Additional information was requested and the following was obtained: lot number: unknown: plm716, plz130 (possible lot). Additional information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch plm716, mfg date: 10/01/2019, exp date: 09/30/2021. Batch plz130, mfg date: 10/04/2019, exp date: 09/30/2021. In addition, a review of the batch manufacturing records for the possible batch numbers plm716 and plz130 were conducted and the batches met all finished goods release criteria. Additional h3 investigational summary: one needle-suture combination of product code sxpp1a301 and two empty open foils with different lots number (plm716 and plz130) were received for evaluation. During visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined, and the sides of the fixation tab were noted broken. In addition, it could not be determined to which lot number belong to the suture. As part of our quality process, the manufacturing records of this lots-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that the fixation tab of the stratafix came off the suture. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events submitted via 2210968-2020-04745 and 2210968-2020-04746.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on 6/11/2020 and the barbed suture was used. It was reported that the fixation tab came off the suture during suturing. There were no adverse consequences to the patient.